Event description:
An eighty-three-year-old male with a medical history of hyperlipidemia and coronary artery disease presented with a large st-segment elevation myocardial infarction. The left anterior descending (lad) coronary artery was stented, and the patient initially did well. He was admitted to the cardiovascular intensive care unit and later transferred to the cardiovascular unit. Two days later, the patient developed a pulseless cardiac arrest. The clinical team elected to implant an impella cp device for hemodynamic support in the setting of cardiogenic shock. The impella device was successfully implanted, and a percutaneous coronary intervention was performed on the restenosed lad stent. The patient was transferred back to cardiovascular intensive care. In the intensive care unit, the patient¿s urine was noted to be red to pink in color. A bedside echocardiogram demonstrated malposition of the impella device, which was then repositioned. Following repositioning, the urine began to clear. A bedside nurse activated a st-segment elevation myocardial infarction alert due to new st-segment elevation and elevated troponin levels. Interventional cardiology elected not to intervene. Approximately one week later, the patient developed epistaxis, and the heparin infusion was discontinued overnight. A blood transfusion was planned. Later that same day, the impella cp device was successfully weaned and explanted without complication. While the impella cp will be coded for the complications, they were more likely related to the patient¿s underlying complex medical conditions and the improper positioning of the pump. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information has been provided in d1. Ppae( hematuria/epistaxis/myocardial infarction) : the root cause of the injury was not determined due to insufficient clinical details.